Event description:
Pt reports that both of her pumps malfunctioned yesterday, (B)(6) 2016, so she had to be admitted to the hospital to receive her remodulin. Reports that her 1 pump alarmed as the med had run out or was running low. She stated that it alarmed too early but she did not check the syringe to see if anything was left in it. She states she did not investigate. She just takes action on whatever the alarm is regarding. States when she went to switch to her other pump, the chamber would not come up and it kept telling her "overfilled or non existent." States she decided to use the same pump again; however, the chamber on that pump would not come up either and it kept telling her "overfilled or non existent." Since she was unable to get either pump to work, she went to the hospital to receive her remodulin. She remains in there at this time. The serial numbers of both pumps are (B)(4). We are sending 2 new pumps via counter to arrive to pt today. Pt will send back the old pumps after receiving and using the 2 new pumps. Dates of use: (B)(6) 2013 to present. Diagnosis: (B)(6).